Event description:
It was reported to boston scientific that a wallflex fully covered esophageal stent was used to treat an 8cm malignant stricture within the proximal part of the esophagus. According to the complainant, the wallflex stent was successfully implanted in (B)(6) of 2010. At a later date, the patient presented with dysphagia (exact date unknown). The physician examined the stent and noticed swelling and hyperplastic tissue growth. As a result, the physician decided to remove the stent. On (B)(6) 2010, while using rat tooth forceps during the removal procedure, the stent suture knot broke. The physician then grabbed the outer edge of the proximal end of the stent and was able to remove it. The physician placed another stent without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Stent implanted in (B)(6) of 2010. (B)(4) - non-surgical intervention required. (B)(4) - blockage within the stent. (B)(4) - a broken suture knot. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a wallflex fully covered esophageal stent was used to treat an 8cm malignant stricture within the proximal part of the esophagus. According to the complainant, the wallflex stent was successfully implanted in (B)(6) 2010. At a later date, the patient presented with dysphagia (exact date unkown). The physician examined the stent and noticed swelling and hyperplastic tissue growth. As a result, the physician decided to remove the stent. On (B)(6), 2010, while using rat tooth forceps during the removal procedure, the stent suture knot broke. The physician then grabbed the outer edge of the proximal end of the stent and was able to remove it. The physician placed another stent without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.